Event description:
It was reported that, on the second day of implant, the patient was having problems with her dosage. The reporter believed that the initial dosage was too high and it caused her kidneys to stop working. The healthcare professional received instruction over the phone on how to adjust the pump and the issue cleared up. The drug used in the device system was unknown.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).